Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted in (B)(6) 2010 for permanent birth control. On or about (B)(6) 2012, she began experiencing severe, lower abdominal and pelvic pain; pain during intercourse; and abnormal and prolonged menstruation. On or about (B)(6) 2013 she underwent an x-ray to determine the cause of her symptoms. The x-ray revealed migration of one of the essure inserts out of her fallopian tube and perforating into her uterus. On (B)(6) 2013 she underwent a hysterectomy to remove her uterus, including the migrated essure coil that had perforated her uterus. She found the hysterectomy very painful, and she did not fully recover until eight weeks later. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe, lower pelvic pain. An x-ray was performed and revealed a migration of one of the inserts out of her fallopian tube and perforating into her uterus, amongst non serious events. Plaintiff underwent a hysterectomy to remove her uterus, including the migrated essure coil that had perforated her uterus, three and a half years after essure insertion. Uterine perforation and pelvic pain are anticipated in the reference safety information for essure. Uterine perforation and pelvic pain may occur during essure therapy. Uterine perforation could alternatively explain the pelvic pain, however, given the temporal relationship and the nature of events, they were considered related to essure. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation was received on 15-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe, lower pelvic pain. An x-ray was performed and revealed a migration of one of the inserts out of her fallopian tube and perforating into her uterus, amongst non serious events. Plaintiff underwent a hysterectomy to remove her uterus, including the migrated essure coil that had perforated her uterus, three and a half years after essure insertion. Uterine perforation and pelvic pain are anticipated in the reference safety information for essure. Uterine perforation and pelvic pain may occur during essure therapy. Uterine perforation could alternatively explain the pelvic pain, however, given the temporal relationship and the nature of events, they were considered related to essure. This case was regarded as incident, as a surgical intervention will be required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of one of the inserts out of her fallopian tube and perforating into her uterus") and pelvic pain ("severe, lower pelvic pain / pain") in a 33-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's concurrent conditions included cyst, genital herpes, human papilloma virus infection, pyelonephritis and uti. Concomitant products included ibuprofen (motrin), oxycocet (percocet) and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe, lower abdominal pain"). On (B)(6) 2012, 1 year 11 months after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal prolonged menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain"). In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced procedural pain ("painful surgery/ hysterectomy very painful"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy, ovarian cystectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, abdominal pain lower, dyspareunia, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain, procedural pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2014; (B)(6) 2012. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drug and events- abnormal bleeding (vaginal), dysmenorrhea (cramping)/menstrual pain, abdominal pain, essure confirmation test conducted specify - no; were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of one of the inserts out of her fallopian tube and perforating into her uterus") and pelvic pain ("severe, lower pelvic pain / pain") in a 33-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's concurrent conditions included cyst, genital herpes, human papilloma virus infection, pyelonephritis and uti. Concomitant products included ibuprofen (motrin), oxycocet (percocet) and vicodin (lortab). On (B)(6)2010, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe, lower abdominal pain"). On (B)(6)2012, 1 year 11 months after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal prolonged menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain"). In (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced procedural pain ("painful surgery/ hysterectomy very painful"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy, ovarian cystectomy) and surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy, ovarian cystectomy). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, abdominal pain lower, dyspareunia, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain, procedural pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6)2014; (B)(6)2012. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of one of the inserts out of her fallopian tube and perforating into her uterus") and pelvic pain ("severe, lower pelvic pain / pain") in a 33-year-old female patient who had essure (batch no. 730259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify - no". The patient's concurrent conditions included cyst, genital herpes, human papilloma virus infection, pyelonephritis and uti. Concomitant products included ibuprofen (motrin), oxycocet (percocet) and vicodin (lortab). On (B)(6)2010, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe, lower abdominal pain"). On (B)(6)2012, 1 year 11 months after insertion of essure, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal prolonged menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)/menstrual pain"). In (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced procedural pain ("painful surgery/ hysterectomy very painful"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy, ovarian cystectomy) and surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy, ovarian cystectomy). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, abdominal pain lower and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, procedural pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6)2014; (B)(6)2012. Diagnostic results: (B)(6)2013: x-ray: migration of one of the inserts out of her fallopian tube and perforating into her uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: pfs received:event menorrhagia and vaginal bleeding outcome added as recovered. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.